Event description:
One battery was returned for failure analysis. The reported problem could not be verified in lab. The battery was received without any charge, appeared to be charging (in both mrx heartstart unit and cadex c7200 battery analyzer). However, the lab was unable to understand circumstances around the gas gauge register status flags. Therefore, the battery has been returned to the vendor for further investigations. Battery calibration was not performed as this could significantly compromise the current gas gauge register status.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The battery mode register cf flag in its active state does not indicate by itself a defective battery, but rather an indication that the battery needs to be calibrated in order to improve the accuracy of its state of charge reading. Battery calibration was successfully performed, and the flag returned normal. It has been, therefore, determined that this battery is at no fault. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device battery showed a full charge but the monitor powered down. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.